Manufacturer narrative:
(B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2016 for a right intertrochanteric fracture, the surgeon had difficulty advancing the helical blade. The surgeon was able to insert the guide wire without difficulty and placement was verified. However, when he went to advance the helical blade, it kept butting up against the nail. The surgeon removed and re-placed the guide wire several times before finally being able to successfully insert the helical blade. It was reported that the surgeon felt there was an issue with the buttress nut causing the sleeve to turn and not line up with the nail after compression. There was a ten to twenty (10 to 20) minute delay due to the issue. The remainder of the surgery went as planned and the patient was reported as stable. It was clarified that the surgeon ultimately left the guide wire in the patient due to drilling five to ten (5 to 10) centimeters too far. The surgeon attempted to remove it by utilizing a kocher instrument for approximately two to five (2 to 5) minutes without success. Concomitant devices: trochanteric fixation nail (part unknown, lot unknown, quantity 1); aiming arm (part 357.365, lot 5219147, quantity 1), helical blade coupling screw (part 357.377, lot 5691942, quantity 1); guide wire (part unknown, lot unknown, quantity 1); helical blade inserter (part 357.372, lot unknown, quantity 1). This is report 3 of 3 for (B)(4).